Event description:
The endovascular stent graft was implanted in 2007. Later that evening, the pt developed a low grade fever.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review was performed. At this time, based upon the info provided, we are unsure why the pt experienced a fever. It should be noted that this event has now happened six times at the same facility. We will continue to monitor for future cases.